Event description:
Customer reported that pump battery would not charge despite using a tandem charging cable and attempting to charge via a wall outlet. No adverse impact to customer's blood glucose level was noted. Technical support instructed the customer to try another wall outlet and, after these attempts failed, arranged to send a replacement charging cable and wall adapter. Customer was advised to rely on an alternative insulin therapy if the pump battery depleted before receiving replacement supplies. The replacement supplies resolved the issue.